Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found a fully deployed prostar device. The handle was in the backdown position. The needles, sutures and the coiled suture lumens were not returned, limiting the scope of the investigation. The returned device was disassembled and found no needle strike mark on the barrel face. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. The probable causes for the needle not presenting at the hub was possible deployment of the device at an angle greater than 45 degree, patient anatomical condition such as obesity, calcification or scarring of the site used in deploying the device; these can deflect the needle(s) to either hit the barrel face or present outside the barrel. It was reported that the target vessel was a moderately calcified left common femoral artery with mild tortuosity. The prostar xl instructions for use (IFU) state under special patient populations, the safety and effectiveness have not been established, in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Whether this contributes to the reported experience is undetermined. There is no indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no other complaints within this lot for the reported device code. To assure that all products perform according to specifications they are subject to a inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4) correction: part number has been corrected from 12322-01 to 12322-02.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating the arteriotomy closure was attempted in the moderately calcified, mildly tortuous, left common femoral artery. There was no clinically significant delay in the procedure.

Event description:
It was reported that physician trained in the use of the prostar xl device attempted a pre-close technique of a common femoral artery prior to an interventional procedure (abdominal aortic aneurysm repair). Reportedly, after the needles were deployed no sutures were present. The device was removed and a second prostar xl sutures were placed with the pre-close technique. The abdominal aortic aneurysm repair was completed and hemostasis was achieved with the prostar xl sutures. There were no reported adverse patient sequelae. No additional information was provided.